Manufacturer narrative:
(B)(4). The investigation and product evaluation has been completed and a defect was discovered. The most likely underlying root cause for this device malfunction (e5 error), occurred due to poor adhesion during lamination of the device test strip.

Event description:
Customer complains of "hi" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 130-140mg/dl fasting. Verified test strips expire 07/27/2017. Confirmed test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 192mg/dl and 202mg/dl. Reviewed meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of "hi" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 130-140mg/dl fasting. Verified test strips expire 07/27/2017. Confirmed test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 192mg/dl and 202mg/dl. Reviewed meter memory: (B)(6). Customers concern:with "hi" on (B)(6) 2015 09:36:00 am. No adverse event reported.